Event description:
My daughter uses a bd 60ml syringe (catheter tip) for feeding via her g-tube. It was discovered on (B)(6) 2013 that a syringe coming from a unopened and tamper free package was contaminated with a clearly visible tan residue upon opening the package. I quarantined the syringe in a plastic sterile bag and reported it to (B)(4) (company responsible for feeding supplies) on (B)(6) 2013. I was told that the recent shipment of these supplies would be replaced and the csr notified the vendor of the contamination issue. I was told that a rep from the vendor that supplied these syringes would contact me. After 7 days, I informed (B)(4) that I was going to contact the (B)(4) dept of health due to the failure of the vendor to address this contamination issue. On (B)(4) 2013, I had contact with (B)(4) (supervisor @ (B)(4)) to send photos of the visible contamination residue so they could initiate an internal review. Subsequently, a contact from (B)(4) dept of health ((B)(4)) gave me the FDA info to submit a report under the medwatch program. She also has suggested that I contact the MFR of this syringe, bd of (B)(4). This incident could have been much worse had it not been for the diligence of an alert aide. Her report of me indicated that this package had absolutely zero signs of tampering with the exception of the protective tip that covers the syringe was off inside the package. Normally, this protective tip is in place when the syringe is removed.